Manufacturer narrative:
Model number/catalog number: sc-2138-70, serial number: (B)(4), batch/lot number: a05574, model/catalog description: phase iii linear leaad - 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients leads were not able to capture pain area due to contacts out. The patient underwent a procedure wherein the leads were replaced. The patient was doing well postoperatively.